Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst also noted that there was no observation of the helix popping out and the helix functioned within specification.

Event description:
It was reported that during an implant attempt, the helix would not come out of the tip smoothly as it jumped out; therefore, no fixation was possible. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.